Event description:
A surgeon reported that during a normal phacoemulsification procedure, the handpiece appeared not to operate at the desired power levels. In "epi" settings, a surging effect caused the system to result in an unwanted anterior vitrectomy. The surgeon stated the vitrectomy was anterior due to the event happening while operating in the sulcus. This was the first case in the day. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).